Event description:
It was reported that the patient had tried to charge the implantable neurostimulator (ins), but the patient had poor coupling as no coupling boxes were shaded. The poor coupling was said to have started two weeks prior to the date of this report. The patient had started feeling pain about one week prior to the date of this report. The patient¿s battery was dead and had first been notice to have been low about a week prior to the date of this report. The patient had last charged the ins almost 2 months ago. The patient had not had stimulation for about 3 weeks. The patient had lost therapeutic effect. The patient had been turning the ins on only when she had bad pain. The patient had a fall 3 weeks ago, and had fallen onto her knees. The patient was unsure whether the fall had caused the charging problems. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).